Event description:
Just finishing up surgery, and the surgilav handpiece exploded. The surgery on the pt was completed, and the pt/staff in the or were not injured in any way; therefore, left pt info blank. Or notified stryker representative.